Event description:
On post-op day 1 (cardiac surgery) - transcatheter aortic valve replacement. Pateint was on weaning mode 1:4 assist ratio, so not dependent on pump. Iabp console started to alarm low helium loss/kinked catheter. Md was getting ready to discontinue the catheter when it was noted that there was blood in the helium line. Console was turned off, line clamped, and md discontinued catheter without difficulty. The rupture did not cause any patient harm.what was the original intended procedure?transcatheter aortic valve replacement.